Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior an elective ipg replacement procedure on 2apr2024, diagnostic testing reported high impedances in the majority of the contacts. Troubleshooting was unable to resolve the issue. In a recent update, it was reported that the patient was not able to set the ipg to MRI mode due to high impedances present on both implanted leads. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.